Event description:
Pembrolizumab hung via secondary tubing. Once information sent from mar (medication administration record) to pump via integration, pushed start on the pump. As soon as secondary medication was started, the medication started free flowing from the secondary into the primary ns (normal saline) bag. When primary line was clamped medication started dripping at ordered rate. Once primary line unclamped, secondary medication started free flowing into the primary line.